Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that the patient experienced a pericardial effusion and cardiac tamponade. A myocardial ablation procedure was being performed for atrial fibrillation with an intellanav mifi open-irrigated catheter, an intellamap orion high resolution mapping catheter, a non-boston scientific catheter, a deflectable sheath 8.5f, a long sheath 8.5f and a short sheath 6f. After pulmonary vein (pv) isolation for atrial fibrillation, cavo tricuspid isthmus (cti) ablation was performed. After confirming the cti block, movement of the heart shadow was not good under fluoroscopy, so when it was checked by echocardiogram from the body surface, pericardial effusion was observed, so drainage was performed. According to the physician, it was unknown when the tamponade issue occurred, but it seemed to occur during cti since the drained pericardial effusion was venous blood. The patient was returned to the room after drainage was completed. The bleeding stopped and the patient recovered. It was unknown which device caused the event. No resistance was felt while maneuvering the catheters.